Manufacturer narrative:
(B)(4).

Event description:
On 08/08/2016, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant results on a (B)(6) year old female patient presented with multiple complaints. There was no additional patient information at the time of this report. The customer states that return product is available for investigation. The investigation is underway. Date: drawn: tested na: k: cl: co2: ica: glu: bun: crea: hb: hct: (B)(6) 2016, 10:05, 10:17, 114, 2.4, >138, 27, 0.63, 118, 9, 0.7, 12.2, 36. (B)(6) 2016 10:05, 10:36, 142, 2.9, 101, 21, 1, 116, 14, 0.8, 15.3, 45. There are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
(B)(4). The investigation was completed on 10/19/2016. Customer returns and retain product was tested and the customer complaint was not reproduced.

Event description:
Na